Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
Shaft of the burr burned patient and caused redness

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The burr was visually inspected for damages, and none were present. The burr was hand spun and excessive force was needed to spin the drive shaft. The drive shaft was removed to check for damages, and tissue was found rapped around the suction hole on the shaft. The friction plus and the tissue blocking the suction hole can cause the shaft to heat up. The probable root cause could be tissue was blocking the suction hole on the shaft causing friction/heat. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
Shaft of the burr burned patient and caused redness.